Manufacturer narrative:
(B)(4). Event date was sometime in (B)(6) 2018. Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to location of product unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a bone screw was in the process of being screwed into the bone by the orthopedic surgeon when the head of screw broke off. It did not affect performance of screw. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable at this time.